Event description:
Lesion was pre-dilated with a sprinter otw balloon. One endeavor rx stent was implanted, at the mid lad, for treatment of the target lesion. A non stemi is reported to have occurred approximately 7 weeks following index procedure. Investigator has indicated that there was no relationship to the study device. It is reported that the pt recovered without treatment and was discharged 7 days later.

Manufacturer narrative:
Eval results: myocardial infarction.